Event description:
It is reported by the patient that their insulin pump is giving a button error. The patient's blood glucose level is 183mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.